Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the ventilator restarted. There was no patient injury reported.

Manufacturer narrative:
The affected device was checked onsite by biomed and the logfile was provided for further analysis. During the analysis the pcb m16.2 was identified as the cause of the reported problem. The software requested a restart of the ventilation unit to reset the micro processing system to a specified state. The security software monitors the proper functioning of the device. If a deviation is detected, the device generates a corresponding acoustic and visual alarm, and initiates a restart of the ventilation unit to solve the issue. During the restart the emergency ventilation valve would open to the environment and allow the patient to breathe spontaneously. After a single restart the issue was solved, and the ventilation continued with the previous settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the ventilator restarted. There was no patient injury reported.